Event description:
A medtronic representative reported that, while in a cranial tumor resection, the navigation system became unresponsive. A hard re-boot returned the system to normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site and performed simulated use testing with the system. The system performed properly. No issues could be replicated. The system software log files were returned to the manufacturer for analysis. The log files indicate that the software made repeated attempts to communicate with the pacs system and the microscope. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Manufacturer narrative:
(B)(6). No parts have been returned to manufacturer for analysis.